Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted (B)(6) 2009.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds. The pacing polarity was changed from bipolar to unipolar. The lead remains in use. No patient complications have been reported as a result of this event.